Manufacturer narrative:
Device not returned. Remains implanted.

Event description:
Pneumothorax occurred associated with placement of sensor lead. Chest tube placed to treat pneumothorax. Revision procedure conducted (B)(6) 2015 to reposition sensor lead distal portion. Patient treated with antibiotic prophylaxis to minimize risk of device-related infection with or without concomitant involvement of chest tube.